Event description:
It was reported that caller experienced repeated minimum fill notifications while trying to load new cartridges and also received a fill tubing alert, and during one attempt adhesive backing paper fell out of housing. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed by technical support to clean pneumatic tap area with an alcohol wipe or lint-free cloth and to reload cartridge, and issue was resolved when caller successfully reloaded third new cartridge and resumed insulin, with separate issues documented by technical support.